Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. A partially opened polyfoil pouch was returned along with carrier tube assembly mated with the hemostasis sheath and arteriotomy locator. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position. No visual anomalies were noted with the device. Microscopic analysis of the tip of the sheath revealed anchor still present inside the sheath. Functional testing was conducted, deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture unspoiled as intended with collagen, but tamper tube did not exit from the sheath. Then, the device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood-like substance was observed on the tamper tube. There were no anomalies were noted with the tamper tube. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal closure device went in fine. Two clicks fine. Pulled out and no collagen was deployed. Additional information was received information received 05august2019: the type of procedure that was being performed was an agram and used a 6fr procedure sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The patient was reported to be ok. There was very little blood loss, less than 250 cc's.